Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during cleaning and disinfection, the subject device displayed an image on the screen that became blurred and indistinct due to a poor communication cable plug. The intended procedure was completed using the same set of equipment. There was no patient involvement at the time the issue was identified.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6 and h11. The device was returned to the regional repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the light guide was chipped, there was poor contact of video cable, and stripes on the image. Based on the results of the investigation, it is likely the customer¿s allegation occurred due to poor contact of the video cable and it resulted in were stripes and a flickering image.furthermore, the root cause of the reporable malfunctions could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.